Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure pacing problems and high thresholds were observed in five locations. The ipg and delivery system were removed and replaced. It was noted the patient was receiving atrioventricular node ablation as well. No patient complications have been reported as a result of this event.